Event description:
The device was removed due to "disintegrated tubing between the resipump and cylinder" secondary to "leakage". As reported to co, the entire device was removed and not replaced. 12/16/96-upon receipt of the physician/surgoens response to our request for info, it stated,..."a specific leakage site was observed in the tubing adjacent to the pump".